Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of the system that was involved in infection. It was reported that there were some drainage from the device implant pocket. The patient was given antibiotics. The physician confirmed that the pocket appeared well healed and no other signs of infection. There were no additional adverse patient effects reported. The rv lead remains in service.